Manufacturer narrative:
Insulin pump received with button error alarm due to corroded keypad traces. Insulin pump received with minor scratches on display window, cracked display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The reporter did not know what the blood glucose reading was. The customer stated that the battery was taken out and a new battery was inserted about 3 to 4 hours later; however, the issue was not resolved. The reporter observed that the buttons did not work properly. Advised replacement of the insulin pump. Nothing further reported.